Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to open and was unable to recover the drawer. A field service engineer (fse) noticed that the drawer was not recoverable. The fse assisted the customer to restart, the station became fully functional. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed half height drawer would not open during recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.